Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After a synergy stent was deployed, a 2.25mmx12mm nc emerge® balloon catheter was advanced for post dilatation. However, on the 1st inflation at 15 atmospheres, the balloon ruptured after being inflated for 15 seconds. The device was completely removed from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.